Event description:
The patient reported his blood glucose level rose from 60mg/dl at 6pm to 290mg/dl at 8pm. The patient reports feeling nauseous, and denies other symptoms. The patient bloused and checked his blood glucose around 11:30pm (240mg/dl), then again at 3:45am (222mg/dl). At 5:30am the patient started using a syringe and his blood glucose returned to 140mg/dl. The patient changed his site at 3:00 pm and resumed blousing with the pump. The patient stated that his blood glucose level was rising again and was 239mg/dl. The pump was reviewed with the patient and was found to be operating properly, all delivery history was found to be accurate.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device manufacture date - 07/2010.